Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump's screen was blank. Customer's blood glucose value was in the range of 200mg/dl. Customer did not troubleshoot for blank display because the pump died. Insulin pump will not be returned for analysis.